Manufacturer narrative:
Instability of diluent list # 08h17-01 was identified when tested on the cell-dyn 1800 analyzer. It was determined that pt results for hemoglobin may be decreased up to 1.0 g/dl. Customers were required to discontinue the use of all lots of diluent list # 08h17-01. Investigation to determine the cause of the stability issue is ongoing. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that controls were out of range high for hemoglobin (hbg) in the cd1800 analyzer. The account was using diluent lot # 31228i2. Replacement diluent was sent to the account. Pt samples were repeated and no significant change in results was seen. There was no impact to pt mgmt reported.